Event description:
It was reported that the procedure was to treat a lesion in the right common and internal carotid artery with heavy tortuosity and heavy calcification. Two stents were planned to be implanted. Pre-dilatation was performed and the first 10/40 acculink self expanding stent system (sess) was advanced to the lesion. During deployment, the stent jumped distally, and only covered half of the target lesion. The second 10/40 acculink sess was advanced, but could not cross to the lesion. Additional dilatation was performed and the 10x40 xact sess was advanced. The stent was deployed successfully; however, during an attempt to remove the sess, resistance was noted with the deployed stent. Multiple attempts were made to dial back the sess, but the device could not be removed. The sess was then dialed back until the shaft separated. The device was removed; however, the nose cone and 2 inches of the sess remained on the wire. Post-dilatation was performed, and the separated portion of the sess was removed with the filter. There was a reported delay in the procedure; however, the patient had a good final outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 10/40 acculink mentioned is being filed under a separate medwatch report.